Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates that a needle mechanism failure occurred. The patient had blood glucose levels of 400 mg/dl.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod ran for 315 pulses before being deactivated by the user, with both priming sequences having run for an expected number of pulses in each and several boluses having been delivered. Inspection of the needle mechanism found no damages or manufacturing deficiencies that would result in a needle mechanism failure. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.